Event description:
It was reported to boston scientific corporation that an advantage transvaginal system was used during a sling placement procedure. According to the complainant, during the procedure, the patient's bladder was perforated. The procedure was documented as successfully completed. The patient was discharged without a catheter in place. During a follow-up visit on (B)(6) 2008, the patient's pe and voiding were both documented as "normal".

Manufacturer narrative:
(B)(6). (B)(6). (B)(4).